Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer and door failed and were unable to recover. The customer attempted restarting the station; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed. The field service engineer (fse) disconnected the latch, cleaned the metal contacts, and reconnected it. Tower doors opened normally with no clicking sounds. System was fully functional via hardware test application, and inventory count was verified. The system functioned as intended after the field service engineer resolved the issue.